Event description:
Within 3 minutes of initiating hemodialysis, patient complained of shortness of air (breath). Treatment stopped, by the time the rn had reached for the oxygen, the patient was non-responsive. When unable to obtain pulse, b/p, CPR was started. Blood was being returned at the same time. Ems arrived and patient was starting to gasp, breathe as ems came onto the scene.